Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had locked up and then lost power during a patient event. The customer indicated that they had to power cycle the device a couple times before they were able to use the device on the patient. No additional information regarding the event or the patient has been provided. There was no known adverse effect to the patient during the reported issue.

Manufacturer narrative:
Initial medwatch report indicates: date of event - (B)(6) 2016. Initial medwatch report should have indicated: date of event - (B)(6) 2016.